Event description:
The customer reported that the device jaws would not open after being applied to the ima during an abdominal perineal resection for rectal cancer. The surgeon used another ligasure to cut and seal the ima in order to free the device and complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.